Manufacturer narrative:
Visual inspection: the following observations were made during the visual inspection: deposits on the reservoir. Permeability test: the test showed that the sprung reservoir is permeable. We have also determined, that the reservoir fills with liquid and is emptied again. Results. Based on our investigation, we not able to substantiate the claim of "blockage". However, we assume that the slight deposits found on the sprung reservoir may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a sprung reservoir. Shunt parts explanted because of suspected shunt system malfunction. Surgeon believes that there could be a blockage or malfunction. Csf was siphoned off every day prior to explantation, giving patient relief from their symptoms temporarily, leading surgeon to believe that the shunt has malfunctioned. Age: (B)(6) years. Weight: (B)(6). Height: 150 cm. Gender: female. Date of implantation: (B)(6) 2018. Date of removal: (B)(6) 2020. Same patient #MDR 3004721439-2020-00236 and 3004721439-2020-00237.